Event description:
The customer reported via social media that she had a cannula constanly kinking. Customer's blood glucose was unknowm. The customer stated that she was experiencing this problem with the quick set paradigm 6mm. The customer reproted this incident for dorcumentation only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.